Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 41 mg/dl. Customer stated that she was connected during rewind/ prime process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.